Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the customer does not have a backup form of insulin therapy and will reach out to hcp for an alternate method of insulin therapy.